Event description:
No additional event information available.

Manufacturer narrative:
This event has been recorded under zimmer biomet complaint number (B)(4). Reported issue: it was reported that the comb mechanism was bent. Noticed upon inspection in spd for reprocessing. There was no harm or delay was reported. DHR and repair history review: the device history record (DHR) review noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has not previously repaired/evaluated skin graft mesher serial number(B)(4) as documented in the repair reports in livelink. Technical review and physical examination: on (B)(6) 2019, it was reported that the comb mechanism was bent. The customer returned a skin graft mesher device, serial number (B)(4) for evaluation. Product review of the skin graft mesher on may 15, 2019 revealed that the calibration and sample mesh could not be taken due to the bent comb. There was damage to the roller and roller gear. No ratchet or cutters were returned for evaluation. Repair of the skin graft mesher was performed by zimmer biomet surgical on (B)(6) 2019 which included replacement of the roller, roller gear, spring pin, and comb. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. Notification number 300169964 dated 5/3/2019. Probable cause/root cause: while the returned product investigation confirmed that the 00770100000 had a bent comb, it cannot be determined from the information provided what actually caused the reported event. Therefore, based on the information provided, a specific root cause of the reported event cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Conclusion: review of the information provided during the investigation determined there is no further actions needed at this time. This complaint will be tracked and trended for any adverse trends that may warrant further action.

Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the comb mechanism was bent. Noticed upon inspection in spd for reprocessing. There was no harm or delay was reported.